Manufacturer narrative:
The results of investigation are inconclusive since the device was not returned for analysis. Review of the history record was not possible as the lot number is unknown. The cause for the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a left atrial perforation and pericardial effusion occurred. An intracardiac echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is (B)(4). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.